Event description:
During follow-up in 2005, the ICD device involved in this near-incident notification was interrogated with the latest available elaview programmer version (the lastest elaview programmer version includes new functions automatically activated when interrogating an alto implantable cardioverter defibrillator (ICD). These functions examine the ICD's present current drain and the evolution of its battery voltage since manufacture. If they indicate a potentially unsafe condition, the programmer automatically displays a warning. A warning message was displayed for the device in question; in addition, the warning related to one long charge time was also displayed - this long charge time occurred during an automatic battery reforming and was not related to any arrhythmia episodes. The device was explanted.